Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. The testing verified that the delivered dose reached the target concentration within approximately two minutes after disconnection and reconnection of the sample line. Additionally, the evaluation confirmed that gas-delivery accuracy, monitoring performance, and all other functional checks were within specification. A review of the device's log file was conducted and revealed a discrepancy from the hospital's account of the event. The log data showed that after the sample line was reconnected, the monitored nitric oxide concentration returned to the target dose within approximately three minutes, which is within the allowable stabilization period for the device. The log file further demonstrated that the device was operating within its design specifications, and the brief drop in delivered no is consistent with expected system behavior when the sample line is disconnected. Based on the device design and intelligent-delivery control logic, it is highly unlikely that the device's performance contributed to the change in the patient's condition. Based on the results of the evaluation and the available information, the investigation concluded that no device faults or manufacturing defects contributed to the reported event. A review of complaint data for this type of event indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, an unexpected drop in delivered ino concentration occurred during a nebulizer filter exchange. According to the hospital's report, the monitored no concentration rapidly decreased to 0 ppm during the exchange and remained at 0 ppm for approximately 3-5 minutes before stabilizing. A transient drop in the patient's oxygen saturation was observed during the event; however, the patient recovered to baseline levels after the fio2 was increased from 66% to 75% to support recovery. No lasting adverse effects were reported. Ventilator mode and settings: servo-u pc rate 18, pi 18, peep 8, 66%.